Manufacturer narrative:
One cadd solis vip pump was received for the evaluation of a reported cassette not properly attached alarm. The pump was received with missing tamper seal. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate, a disposable cassette was attached to the pump for testing, and it passed. Although the event history log showed evidence of reported alarms, the customer's event could not be duplicated. Root cause could not be determined. There was no fluid ingression or damage on the dso sensor. However, the dso sensor was replaced for prevention. No further actions taken.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Event description:
Information was received indicating that cadd solis vip pump displayed an error that the cassette was not attached properly. There were no adverse events reported.